Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Per the laboratory evaluation reported dated november 15, 2011 wherein leakage testing was performed, it was confirmed that there was a leak in the filter housing. The root cause could not be determined but under certain conditions stress within the material can result in leakage in the housing. 100% leak testing of the part is in place as part of the production process. Reference: (B)(4).

Event description:
On (B)(6) 2011 at the (B)(6), it was reported that the arterial filter quart hbf-140 was leaking at a splice during priming. There was no patient involvement. Reference: (B)(4).